Event description:
It was reported that the patient developed a pocket infection. The patient was treated with antibiotics and the pocket infection resolved. It was noted that the patient was enrolled in the issue3 clinical study. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.